Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to the fisher & paykel healthcare (f&p) service center in france where it was inspected by a trained f&p personnel. The device was performance tested and the audible alarm was checked. Results: performance testing revealed that the audible alarm of the mr850 respiratory humidifier was not working. Conclusion: we are unable to determine what may have caused the reported failure. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
During device servicing it was found that the audible alarm of a mr850 respiratory humidifier was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation for the subject mr850 respiratory humidifier. We will provide a follow up report upon completion of our investigation.

Event description:
During device servicing it was found that the audible alarm of a mr850 respiratory humidifier was not working. There was no patient involvement.